Manufacturer narrative:
The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) and did not replicate nor confirm the customer reported complaint. The instrument passed the self-test homing, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. There were no ceramic dots missing. Advanced energy logs show that the instrument was installed one time and passed homing. There were 42 cut events and 94 seal events recorded with no errors. One cut event failed, and 2 jaw angle open events were recorded, indicating that the vse jaws were too far to allow cutting. There were no e-100 logs found for this instrument, and no sealing errors were seen. There were no system log errors directly related to the complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the vessel sealer extend (vse) instrument stopped working spontaneously half-way through the procedure and the customer used a back-up vse to complete the procedure and there was no reported injury. However, during follow up through the initial reporter from the site, the surgeon stated that during inspection of the instrument there wasn't any damage or anything out of the ordinary, yet the instrument failed to seal the vessels. It was in use approximately 30 minutes before it stopped functioning. There were no errors, there was an audible tone when the pedal was pressed, and the seal cycle was complete with the fast audible tones. There was unexpected blood loss of 100 ml. The device made the appropriate sealed noises and cutting was performed and tissue effect was also noted. The target tissue was the uterine artery, and it was not greater than 7mm in diameter, and the tissue was not exposed to radiation.